Event description:
It was reported that the user discontinued ilet use after experiencing frequent device beeps, nocturnal high and low glucose alerts, disrupted sleep, and difficulty managing overnight blood glucose, and subsequently returned to multiple daily injections per healthcare provider recommendation; the user treated lows orally and reported misusing meal announcements to correct highs, with normal glucose when active and fluctuating overnight readings. Symptoms included episodes of low glucose and high glucose. Outcomes included user inconvenience and therapy change. Investigation included complaint intake with troubleshooting and education. Investigation of this case revealed an unclear cause for hypoglycemia and hyperglycemia, with no specific device malfunction identified. It was concluded that the event was user-reported with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.